Event description:
It was reported that the holster is making a loud crunching sound when taking samples during a breast biopsy. The customer was able to complete the case with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
Date sent: 04/28/2009. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The customer complaint has been confirmed. The blue rotational cable was bent and split causing the noise issue. To correct the issue, the rotational cable was replaced. After servicing the unit passed all qa inspections. The device history record has been reviewed via the database. Complaint information is trended on a regular basis to determine if further investigation is warranted.